Event description:
The user facility reported that at the initial start, the automated impella controller starts with a blue screen. The soft keys are illuminated but did not buzz when touched, and the rotating knob does not work. There was no report of patient harm or injury.

Manufacturer narrative:
The exact date the device was returned for evaluation is unknown. The investigation has been completed. The console was returned. The logs showed keyboard communication issues after fcn update. The rotary push button was non-functional. A known-good 4-in-1 was momentarily swapped to resolve the system self check failure. The cause of the automated impella controller issue was a defective 4in1 board. This report is being filed as part of a retrospective review of historical records.